Event description:
During home visit patient was performing dianeal bag check prior to exchange, the bag was 2000ml 1.5% low calcium, when it was noted to have a large amount of condensation inside the tubing. Frangibles still intact. Dianeal bag not used, 13 cases pulled from patient's home stock and returned to baxter.